Manufacturer narrative:
The hillrom technician found the right head caster not working properly. Per the hillrom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in dec2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right caster. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the breaks on the bed were not holding causing the patient to fall and sustain pain in her knees. The bed was located at the account. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).